Event description:
St. Jude malfunctioning ICD lead. Insulation fracture identified. Fluoroscopy done on (B)(6) 2013.what was the original intended procedure?explantation of the malfunctioning lead.device #1is this a laboratory device or laboratory test?no.

Event description:
St. Jude malfunctioning ICD lead. Insulation fracture identified on fluoroscopy done on 4-3-2013.what was the original intended procedure?explantation of the malfunctioning lead.device #1is this a laboratory device or laboratory test?no.